Event description:
According to the patient, he was having a copd exacerbation event with pneumonia. Oxygen level dropped to 84. The poc stopped producing oxygen on the way to the ER. The alert stated check cannulus. The patient checked all connections and there was still no oxygen. The patient frantically stopped at a firestation and the firefighters gave him oxygen and transported him to the hospital in critical shape. He spent 6 days in the hospital.

Manufacturer narrative:
The device was not returned to inogen for evaluation. A supplemental report will be submitted if additional information is provided